Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Potential factors which could contribute to premature activation/deployment include, but are not limited to, inadvertent mishandling, inadvertently unlocking and deploying the stent prematurely, insufficient support during advancement or kinks in the shaft. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/removal from the tray inadvertent mishandling resulted in causing the stent to slightly pull out of the sheath resulting in the reported premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was noted that a 6.0x80mm absolute pro self-expanding stent, was partially deployed when it came out of the box and was not flowered. A new unknown stent was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.